Event description:
On (B)(6) 2022, an air trap alarm was displayed on the thermogard xp ivtm system sn (B)(4). When the customer checked, the top cap of the air trap of the start-up kit (suk) (lot #unknown) came off and saline flowed out. The customer wanted to replace the suk but could not get the air trap alarm to clear, so they turned off the console. After turning off the console, the customer could not get the console to turn on. The customer used a new suk and a new console to continue therapy. No patient injury was reported.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(4) displayed an air trap alarm was confirmed during functional testing and visual inspection. The root cause of error message was due to a failure of the air trap sensor block, likely attributed from saline liquid from a leaking start-up kit (suk). During visual inspection, evidence of a leak mark from a suk leak was observed on the board of the air trap sensor block, related to the reported complaint. No other physical damage noted on the ivtm thermogard console. Upon review of the event log, no irregularities were found. The thermogard console failed the initial functional test due to the failure of the air trap block light pipes. The air trap sensor block was replaced to address the error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).